Event description:
Reporter alleged test strip label expiration date has a usable date on it, however the MFR's inventory system indicates the strips are expired. It was reported the date on the vial was 2006 while the inventory system was 2003. No treatment or actions are associated wtih the alleged event. A request was made for the return of the suspect device and replacement product was sent.